Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the coil proximal contact and coil delivery wire were kinked. The main coil was not returned for analysis as it was implanted. The returned delivery wire was inspected, and the main coil appears to have detached electrolytically. Procedural fluid was noted on the device which can cause detachment issues. The anatomy was also noted to be tortuous. The proximal contact was damaged when received for analysis which can affect the detachment. An assignable cause of procedural factors will be assigned to the main coil protrusion and main coil stretched. An assignable cause of handling damage will be assigned to the as reported/as analyzed main coil failed/unable to detach and to the as analyzed coil proximal contact and coil delivery wire kink.

Event description:
It was reported that during coil embolization procedure, the physician was trying to detach a coil (subject device) with a detachment system but it sounds a long beep and the physician did not try to press the detachment button again. When trying to pull back on the coil delivery wire, it was noticed that the coil was still attached. After several unsuccessful manipulations, it was noticed while trying to retract the coil out of the micocatehter, that 6-8 com of the coil was protruding out of the aneurysm. Stenting was undertaken to try to tack down the protruding coil against the internal carotid artery (ica). The microcatheter was then pulled back and the coil was then detached successfully. Another stent was placed to tack down the protruding coil. There were no clinical consequences to the patient.

Event description:
It was reported that during coil embolization procedure, the physician was trying to detach a coil (subject device) with a detachment system but it sounds a long beep and the physician did not try to press the detachment button again. When trying to pull back on the coil delivery wire, it was noticed that the coil was still attached. After several unsuccessful manipulations, it was noticed while trying to retract the coil out of the microcatheter, that 6-8 com of the coil was protruding out of the aneurysm. Stenting was undertaken to try to tack down the protruding coil against the internal carotid artery (ica). The microcatheter was then pulled back and the coil was then detached successfully. Another stent was placed to tack down the protruding coil. There were no clinical consequences to the patient.